Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Additional concomitant medical products: 3889-28 lead, implanted: (B)(6) 2013; 3058 ipg implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead had a loss of capture. An in-office check showed that the rv lead later had capture and no programming changes were made. The rv lead remains in use. No patient complications have been reported as a result of this event.